Manufacturer narrative:
Product complaint # (B)(4). Batch number: p57a52. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the bariatric surgery, after install the reload and remove the retaining cap, noted some staples protruding and the closure trigger could not close completely before used on the patient. Another reload to continue the procedure, but the event re-happened. Changed the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.